Manufacturer narrative:
Ict diluent list number 02p32-11 lot number 60368un21 was used with the suspect medical device and was determined to be the likely cause of the event. An investigation was performed for ict diluent list number 02p32-11 lot number 60368un21. A review of tickets was performed and no increase in complaints for lot 60368un21 was identified. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the ict diluent list number 02p32-11 lot number 60368un21 was identified.

Event description:
The customer questioned potassium results for one patient. The customer uses the reference ranges potassium 2.5-5.1. The following was provided: sid (B)(6) potassium (assay ID 1102) 2.7 mmol/l, repeated 2.5 mmol/l, 3.9 mmol/l and 3.9 mmol/l no impact to patient management was reported.